Event description:
Customer reported the system needs several attempts to completely boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane, ffb, and gib. System operates as intended.